Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited pacing impedance measurements high out of range on the right atrial (ra) lead. Technical services (ts) reviewed and referred the patient to their clinic. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis since it remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.